Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's battery "wasn't working"- the patient said that they were unable to charge the ins. They tried to charge the implant and saw the "reposition antenna" screen. The last time they successfully charged the ins was two weeks ago. They tried repositioning the antenna over the ins but were seeing the "reposition antenna" screen. They were unable to communicate with another device and noted that the programmer showed the poor communication screen. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient's wife. They requested hcp listings for the area. On 2018-nov-01, rep reported that they got a call from a neurosurgeon for a revision case set for (B)(6). Patient was reported to have gone to an emergency room on (B)(6) for severe pain. The ins replacement was indicated by the hcp office. A speculation about lead replacement was also mentioned. No further complications were reported/anticipated.

Manufacturer narrative:
3004209178-2018-23881follow up 1. Type of reportable event was suppose to be marked as serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that prior to replacement surgery battery was interrogate and also patient said the battery will not hold a charge. Tired to charge but could not. Patient did not report any unusual pain. The ins was replaced with a new implant. Patient did not report any increase in pain. No patient symptoms or complications were reported in this event. Additional information was received from the patient on 2018-11-13. It was reported that the cause of the charging and connection issue was that the battery needed to be replaced. The charging and connection issue have been resolved. No patient symptoms or complications were reported in this event.